Event description:
It was reported that a one-link needle-free IV connector leaked at the connection of its valve with a power injector¿s tubing. The power injector was being used for patient infusion of a radioactive IV contrast solution. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.